Event description:
A malfunction alarm was reported with a malfunction code of 23. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the customer's pump with a new unit featuring updated software, provided instructions for putting the current pump into storage mode, and informed the customer about returning the problematic pump using a pre-paid label. The customer acknowledged all instructions and will use a backup insulin pump or manual injections as interim solutions.